Event description:
It was reported that the base hardware failure occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The device was excellent condition. The technician was unable to duplicate the base hardware failure at power up process. The root cause of the reported issue was found to be interconnect board was causing intermittent of the base hardware failure. The pump was sent to research and development for further evaluation. Repair was not done on the pump. A corrective and preventative action has been opened to address the reported issue.